Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #0 (B)(4) - there was no patient involvement 8110 needed to replace sizer syringe sizer sensor- failure bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: there was no patient involvement 8110 needed to replace sizer. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 8110 sn: (B)(4) customer stated that he was unable to program the syringe with the correct size syringe. Case resolution: I explain to the customer that he probably needs to replace the sizer on that 8110. I also explain to the customer that try and run a calibration, to see if it passes or fails. I also explain to the customer that if it passes then try and program it again. If it don't pass then you have to replace the sizer. The customer said ok and ended the call. (B)(4).